Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. There was no reported device malfunction and the products were not returned as the stents remain implanted. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported deaths and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: abluminal groove-filled biodegradable polymer sirolimus-eluting stent versus durable polymer everolimus-eluting stent: 3-year results of the target all comers trialna.

Event description:
This is filed to report patient deaths: it was reported through a research article identifying the xience stent that may be related to the following: death, myocardial infarction, stent thrombosis, target lesion revascularization. Details are listed in the attached article, abluminal groove-filled biodegradable polymer sirolimus-eluting stent versus durable polymer everolimus-eluting stent: 3-year results of the target all comers trial. Please see article for additional information.